Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display. Customer stated that he dropped the insulin pump and screen went blank, screen came back on and started beeping and now stopped and there was a dent above the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with a frozen display with flashing medtronic logo, problem isolated to electrical board. Device unable to verify blank display, missing segments/partial display or perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Device received with pillowing keypad overlay and minor scratches on case.